Event description:
The customer reported that the alarms did not sound and a pt incident occurred, resulting in death.

Manufacturer narrative:
The customer reported that due to alarms not sounding, a pt death resulted. Based on the available info, we are considering that this is not a device malfunction; communications with the biomedical engineer indicate that the sp02 alarms were being silenced by users. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.